Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0v2dj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change of therapy. Therapy "worked really" wellor the first week, but then therapy was not working as patient was going to the bathroom more. The loss occurred in (B)(6) 2015 with no specific date. Additionally, the therapy was "zapping" the patient "whenever." The patient was never trained to use the programmer and had neuropathy so she could not always feel stimulation. There was also an "issue with overstimulation." The patient reportedly had infusions for rheumatoid arthritis and could not feel muscles. The device was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.